Event description:
The arm xr chest compression device reportedly exhibited frame cracking when the user attempted to apply the device to the patient. The unit could not be successfully applied, and the responders transitioned to manual CPR, resulting in rosc and survival to hospital. Although the event occurred during patient treatment, there is no evidence that the device malfunction contributed to or could have caused death or serious injury, as effective resuscitation was achieved by alternate means. Accordingly, this event does not meet MDR reportability criteria as an adverse event under 21 cfr 803.3. The incident will be submitted as a product problem MDR out of an abundance of caution, due to the mechanical damage(cracked frame) observed during attempted use.

Manufacturer narrative:
Although requested, the arm has not been returned and the cause of the complaint is not known.

Event description:
The arm (rmu-1000) chest compression device reportedly exhibited frame cracking when the user attempted to apply the device to the patient. The unit could not be successfully applied, and the responders transitioned to manual CPR, resulting in rosc and survival to hospital. Although the event occurred during patient treatment, there is no evidence that the device malfunction contributed to or could have caused death or serious injury, as effective resuscitation was achieved by alternate means. Accordingly, this event does not meet MDR reportability criteria as an adverse event under 21 cfr 803.3. The incident will be submitted as a product problem MDR out of an abundance of caution, due to the mechanical damage (cracked frame) observed during attempted use.